Event description:
Per complainant: "rupture of the membrane of the stent covered by bad opening of the stent (no opening on one side)."

Manufacturer narrative:
It appeared that the cover was torn in two places. There were no signs of stent fracture. The deployed stent was between the two ro marker bands. The covering was torn on two places along the length of the stent exposing the bare metal stent frame. To date atrium has not received a complaint of his nature. It is possible that the stent cover was compromised while tracking to the location of deployment. In our bench testing we can only duplicate this failure by not allowing the stent to be deployed at body temp. This results in the ptfe not expanding to its full potential. We have reviewed our quality records for the lot and have found no defects or anomalies.